Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. It was found that this lead was cut from the terminal pin through to all three lumens. Blood/body fluid noted in all lumens due to the cut. Blood/body fluid noted in the helix housing. The lead passed all tests that were performed. However, pressure testing was not performed due to a cut in the insulation.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Placement difficulty was also met during revision process. The patient manifested twiddler's syndrome. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.